Event description:
The pt tested her blood glucose on the suspect device at bedtime and it was 320 mg/dl. She decided to take 1 unit of humulin n based off of the suspect device reading. She was found thrashing around in her sleep and her husband called the paramedics. When they arrived, they tested her blood glucose on their device and it was 37 mg/dl. She was given a glucagon shot and food. She did not go to the hosp.